Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2009 were not provided. (B)(6) 2009: (B)(6) hospital. Or nursing record. Implant record. Surgeon primary: stephen d. Carey. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Implant: graft dual mesh plus 20 x 30 cm. Lot number: 05903013. Catalog number: 1dlmcp07. Manufacturer: gore. Expiration date: 03/01/11. Size: 20cm x 30cm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/05903013) was implanted during the procedure. [Missing records: records for laparoscopic ventral herniorrhaphy performed on (B)(6) 2009 (B)(6)hospital by stephen d. Carey were not provided.] Records between (B)(6) 2009 and (B)(6) 2012 were not provided. (B)(6) 2012: (B)(6)hospital. (B)(6), md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Procedure proposed: ventral incisional hernia repair. Procedure performed: ventral incisional hernia repair. Anesthesia: general. Pathology specimens: hernia sac. Indication for procedure: (B)(6) is a 33-year-old male, very well known to me. He has a history of a gunshot wound to the abdomen. This resulted in colectomy with diverting colostomy, left nephrectomy, and cholecystectomy. The patient ultimately underwent colostomy closure by myself. He went on to develop a ventral incisional hernia. This was repaired laparoscopically nearly 2 years ago. He represents now with enlarging bulges at the edge of his previously placed patch. On physical examination, he has evidence of a ventral incisional hernia. CT confirms hernias on each side of the abdomen at the edges of his patch. Mark will now be carried to the operating room for exploration, removal of the previously placed mesh, and reconstruction of the abdominal wall with a ventral mesh.¿ description of procedure: ¿following preoperative evaluation, mark was carried to the operating room. He was positioned on the operative table in the supine position and general endotracheal anesthesia administered. A foley catheter was inserted, an orogastric tube was placed, and the abdomen prepped and draped. The abdomen was entered through his previous midline incision. Upon entering the abdomen, the previously placed gore-tex mesh was encountered. The mesh was incised and opened. He had filmy adhesions to the mesh itself. There were denser adhesions at the edge of the mesh and all of these adhesions were taken down sharply. Further extensive adhesiolysis was then carried out such that ultimately all of the bowel and omentum was dissected off of the anterior abdominal wall extending to the gutters laterally. Attention was then turned to the patch. The patch along with its attendant tacks was then completely removed. Following removal of the patch, he was noted to have the 2 defects, 1 on the right side of the abdomen and the other on the left. The contents of these defects had previously been reduced. The sacs themselves were then excised. Each of the 2 defects was then closed primarily in a transverse fashion using running double-stranded pds suture. Satisfied with the extensive adhesiolysis and the primary repair of the defects, the abdomen was irrigated and hemostasis was assured. A piece of ventral mesh was then brought on the field. This mesh measured 27 x 21 cm. The mesh was oriented transversely across the abdomen. The mesh was then secured to the abdominal wall using greater than 60 absorbatacks. Satisfied with the placement of the mesh and the coverage of the defects, the wound was irrigated and hemostasis was assured. The midline fascia was then closed using 2 running double-stranded pds sutures. The wound was irrigated and hemostasis was assured. The skin was then closed using skin staples. Sterile dressings were applied. Mark tolerated this procedure. He was extubated in the operating room and transferred to recovery room in stable condition.¿ [missing record: record for CT scan showing the ¿hernias on each side of the abdomen at the edges of his patch¿ were not provided.] Records after (B)(6) 2012 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6) hospital. Md.(B)(6) radiology ¿ CT abdomen/pelvis without contrast. Indication: rule out hernia. Comparison: (B)(6) 2010. Findings: a 4.5 cm defect in ventral hernia repair is visible to the left. A loop of colon extends through defect; does not appear obstructed. A 4.9 cm defect to the right at the same level contains non-obstructed small bowel. Defects are increased since previous study. Impression: right and left ventral hernias contain non-obstructed bowel. (B)(6) 2012: (B)(6) hospital. Nurse notes. Wt. 163.7 kg, bmi 50.33. Medical history: vre [vancomycin resistant enterococcus] flank (B)(6) 2007; rectal swab negative (B)(6) 2012, sleep apnea, gastroesophageal reflux disease, pain management, chronic back pain, diabetes. (B)(6) 12: (B)(6) hospital. Operating room nursing record. Asa class: iii. Wound class: clean. Case level: major. Implant record. Ventrio st hernia patch; bard. Explant record. Description: gore tex mesh graft. Manufacturer: gore. Implant site: abdomen. Reason for explant: herniations around the perimeter of the graft. Specimen: none. Cultures: none. (B)(6) 2012:( B)(6) hospital. Lab. Wbc 13.7 h (4.0-12.0). (B)(6) /2012: (B)(6) hospital. Discharge instructions. Keep wound dry and clean. Do not lift anything more than 10 pounds for 3 weeks, or as directed. (B)(6) 2015: (B)(6) hospital. Md. (B)(6) emergency department visit. Presents with hyperglycemia; blood sugar was 430. Risk factors: diabetes mellitus, obesity, non-compliance. Prior episodes: occasional. Weight 171.8 kg, bmi 52.82. Plan: follow up with primary care physician for uncontrolled diabetes mellitus; very resistant to insulin as can¿t operate heavy machinery if taking. (B)(6) 2016: (B)(6) hospital. Md. (B)(6) emergency department visit. Sent from ambient care to have CT done. Fall 3 days ago; fell forward onto chest and abdomen. Denies subsequent pain after fall. Mild diffuse cramping 2 days ago. Gastrointestinal: soft, nontender, protuberant, non-distended, large well-healed surgical scar, no palpable mass or hernia. No complaints, back to baseline. No further evaluation or treatment, activity as tolerated. [Missing records: records of CT patient was sent to have were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (1695) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2008 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: obesity on (B)(6) 2008: ¿obesity¿ on (B)(6) 2012: 360 lbs., bmi 50.33 on (B)(6) 2015: 378 lbs., bmi 52.82 diabetes mellitus, uncontrolled on (B)(6) 2015: ¿non-compliance¿, ¿blood sugar was 430,¿ ¿very resistant to insulin as can¿t operate heavy machinery if taking¿ gastroesophageal reflux disease [gerd] (B)(6) 2007: vre [vancomycin resistant enterococcus] flank (B)(6) 2008: gunshot wound to abdomen, left flank; injury to kidney, de-vascularized segment of left colon, 3 small bowel injuries on (B)(6) 2008: several small ventral hernias along length of midline incision, extensive omental adhesions, parastomal hernia on (B)(6) 2009: ventral incisional hernia, extensive adhesions on (B)(6) 2010: hernia anterior abdominal wall on (B)(6) 2012: ventral hernias surgical procedures: on (B)(6) 2008: damage control procedure including left nephrectomy, resection of splenic flexure and resection of several segments of small bowel on (B)(6) 2008: exploratory laparotomy with cholecystectomy, left nephrectomy and left colectomy with colostomy in 2008: definitive management of all injuries, closure of abdomen, small bowel resection with primary anastomosis, diverting transverse colostomy on (B)(6) 2008: exploratory laparotomy, enterolysis, colostomy closure on (B)(6) 2009: laparoscopic repair of ventral incisional hernia. Implant: gore® dualmesh® plus biomaterial. On (B)(6) 2012: ventral incisional hernia repair. Implant: bard ventrio st hernia patch. Relevant medical information: on (B)(6) 2008: ¿this past february he sustained gunshot wound to left flank; resulted in a through-and-through injury to the kidney, with patient undergoing nephrectomy. Also had de-vascularized segment of left colon; left colectomy performed. Three small bowel injuries were also identified with resection of these. Initially, damage control procedure done, but returned to operating room with definitive management of all injuries and closure of abdomen.¿ ¿presents for colostomy closure.¿ inpatient hospitalization: (B)(6), 2008 exploratory laparotomy, enterolysis and colostomy closure. Indications: ¿a 29-year-old male who presents now having sustained a gun shot wound in february. The gun shot wound to his left flank. The patient was carried to the operating room and was found to have a bleeding left kidney and devascularlization (sic) of the left colon along with several small bowel holes. The patient underwent a damage control procedure including left nephrectomy, resection of the splenic flexure and resection of several segments of the small bowel. The patient was subsequently returned to the operating room for more definitive surgery. At that time he underwent a small bowel resection with primary anastomosis. He had a diverting transverse colostomy.¿ ¿he returns now for colostomy closure.¿ procedure: a midline incision was made with the incision incorporating the scar tissue from his previous midline incision. All scar tissue was removed. The abdomen was then entered with the fascia penetrated. The patient was found to have several small ventral hernias along the length of his midline incision. With the midline entered, extensive omental adhesions were noted through the anterior abdominal wall. These omental adhesions were taken down sharply, beginning medially and spreading laterally. Dissection was carried around to the stoma with the omentum dissected off the anterior abdominal wall. With the adhesiolysis accomplished, an omni retractor was placed. The omentum was then dissected off of the small bowel, again using sharp dissection. Ultimately an extensive enterolysis was begun. The enterolysis was extended from the ligament of treitz to the terminal ileum. All small bowel loops were dissected free from one another with the extensive enterolysis lasting greater than 2.5 hours. The small bowel was cleared from the ligament of treitz to the terminal ileum. The right colon was then dissected away from the pelvic side wall with the lateral peritoneal attachments to the right colon taken down and the colon retracted into the midline. Further mobilization of the right colon was then carried out to the level of the liver. Attention was then turned to the left colon. The patient¿s colon was previously divided at the junction between the descending colon and the sigmoid colon. The majority of the sigmoid colon remains. The lateral peritoneal attachments to the sigmoid colon were taken down. The sigmoid colon was then brought to the midline. Satisfied with the preparation of the bowel, attention was then turned to the stoma itself. An elliptical incision was made. The stoma was dissected away from the fascia. Of note, the patient did have a parastomal hernia with small bowel within the hernia defect . Ultimately the stoma was delivered back into the abdomen. A point was selected, approximately 1 inch proximal to the stoma and the colon was divided at that level using a gia stapler. The omentum to the proximal transverse colon was then dissected off of the transverse colon to the level of the mid transverse colon. Finally, the hepatic flexure was fully mobilized bringing the entire colonic segment to the midline. Now satisfied with the preparation of the transverse colon and preserving the middle colic vessels, attention was turned to anastomosis. The distal transverse colon was then anastomosed to the sigmoid colon using a staple technique. The anastomosis was performed with the staples applied in the side to side fashion resulting in a functional end to end anastomosis. This anastomosis was performed using a gia stapler followed by a ta 60 stapler. The small bowel was then brought to the right side of the abdomen. The mesenteric defect created by the anastomosis was then closed using running pds suture. Satisfied with the procedure, the abdomen was irrigated. Attention was then turned to the stoma site. The posterior rectus fascia was closed using a running #1 pds suture. The pelvis was then covered with seprafilm. Additional seprafilm was then used to cover the small bowel. The omentum was returned to its normal anatomic location and the omentum covered with seprafilm. Attention was then turned to the midline fascia. The midline fascia was closed using 2 running double stranded pds sutures. The wound was irrigated. The skin was closed using skin staples. Finally, attention was turned to the stoma site. The deep subcutaneous tissues were then closed using a running 2-0 vicryl suture. The wound was left opened and packed.¿ discharge summary: ¿postoperative course unremarkable.¿ on (B)(6) 2008: surgery office note. ¿noted small amount of drainage from lower aspect of wound .¿ ¿midline wound does have small area of redness at inferior portion. This portion of wound was opened with only small amount of fluid noted; wound packed with dry 4 x 4. Stomal site healing nicely.¿ implant preoperative complaints: on (B)(6) 2009: ¿has undergone colostomy closure, tolerated well.¿ ¿recently noted the onset of a bulge in midline wound, increasing in size. Does cause some discomfort.¿ ¿abdomen: healed midline incision. Does have evidence of a ventral incisional hernia, contents reducible.¿ on (B)(6) 2009: ¿indications: has recently developed the onset of multiple hernias along his midline incision. The hernias are rapidly increasing in size.¿ implant procedure: laparoscopic repair of ventral incisional hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/05903013, 20cm x 30cm x 1mm thick.] Implant date: (B)(6), 2009 [hospitalization dates (B)(6), 2009] wound classification: not provided description of hernia being treated: ¿a transverse skin incision was made laterally. The skin and subcutaneous tissues were penetrated using sharp dissection with hemostasis obtained with electrocautery. Dissection was then carried down to the external oblique fascia. The fascia was incised and opened. The external oblique, internal oblique, and transversalis muscles were penetrated with the peritoneum identified, incised, and opened. The balloon-tipped hasson trocar was then introduced into the abdomen. A pneumoperitoneum was established under acceptable intraabdominal pressures. A forward-viewing, 0-degree, 5-mm laparoscope was then advanced into the abdomen. An area on the right side of the abdomen in the right lower quadrant was selected and a second 5-mm trocar was placed under direct vision. The patient was found to have extensive omental adhesions to the anterior abdominal wall. Adhesiolysis was begun. Adhesiolysis was started in the right lower quadrant. An additional 5-mm trocar was placed on the right side of the abdomen under direct vision. Dissection was then carried across the abdomen with adhesions taken down. Ultimately, 3 additional 5-mm trocars were placed on the left side of the abdomen. The adhesiolysis was completed. The adhesiolysis was extensive and took nearly 2 hours. Following adhesiolysis, attention was returned to the repair.¿ implant size and fixation: ¿a 20 x 30-cm patch was then prepared with corner sutures placed. Additional sutures were placed on the midportion of each side of the patch. The patch was then introduced into the abdomen. The patch was secured to the anterior abdominal wall with the preplaced sutures secured using the needle. With the entire patch secured to the abdominal wall, the perimeter of the patch was then secured to the abdominal wall with us surgical tacks. A total of 100 tacks was (sic) used . Additional sutures were then placed on each side of the patch. Ultimately, the patch was secured to the abdomen using a total of 12 sutures 100 tacks. Satisfied with the repair, attention was turned to the omentum. Hemostasis was ensured. The bowel was also inspected and there was no evidence of bowel injury. Attention was then turned to the hasson trocar site. The hasson trocar site was partially closed using the hernia needle and 3-0 ethibond sutures. The hasson trocar was then removed and the fascial sutures were applied. The pneumoperitoneum was then evacuated. All wounds were irrigated. The skin defects were ultimately closed using interrupted 5-0 monocryl suture.¿ on (B)(6) 2009: discharge summary. ¿the hernia involved essentially his entire midline incision from multiple prior surgeries. Immediate postoperative course remarkable for pain, which required intravenous analgesia; ultimately oral analgesia controlled his pain.¿ ¿discharged home, follow up in office.¿ relevant medical information: on (B)(6) 2009: ¿wounds clean, healing nicely.¿ on (B)(6) 2009: ¿all wounds well healed, no evidence of recurrence .¿ on (B)(6)2009: ¿no evidence of recurrence.¿ on (B)(6) 2010: ¿concerned he may have a recurrent hernia. Noted bulging in left upper quadrant; denies pain, etc. No obstructive symptoms. Healed midline incision, healed incision right side. Palpation confirms fascial defects; however, I believe that the defects are still covered by the patch.¿ on (B)(6) 2010: CT abdomen: ¿indication: bulge in anterior abdominal wall, post hernia repair. Evidence of prior mesh repair of anterior abdominal wall. Focal defect in ventral anterior abdominal wall to left of midline at edge of surgical repair. Impression: hernia in left paramedian region in anterior abdominal wall with intermittent herniation of bowel, predominately colon.¿ on (B)(6) 2010: ¿recently noted bulge above patch. Does appear to have a recurrent hernia in upper aspect of abdomen on left side. A recent CT scan confirms the presence of this hernia. Impression/plan: we can proceed to attempt repair of hernia using laparoscopic approach. Wishes to defer surgery; would like to try to begin a new job.¿ on (B)(6) 2010: ¿re-presents noting bulge in epigastrium, above previously placed patch. States bulge not increasing in size, does not cause discomfort. Examination of abdomen demonstrates healed midline incision. Does have a ventral incisional hernia in upper abdomen. Impression/plan: he does not want to proceed with surgical repair.¿ on (B)(6) 2011: ¿over the past months, has again noted a bulge on left side of abdomen. Has increased slightly in size, but has been asymptomatic. Exam of abdomen confirms healed midline incision, healed stoma incision. Does have evidence of recurrent hernia in left upper quadrant. Area non-tender, no guarding, rebound or masses. Impression/plan: recurrent hernia. Does not wish to proceed with any additional therapy at this time.¿ on (B)(6) 2012: ¿returns noting multiple bulges around previously placed patch. States increasing in size.¿ ¿abdomen: multiple hernia defects along upper edge of previously placed patch, in left and right upper quadrants. Impression/plan: repair of these hernias would be complex. If we were to proceed with repair, would re-explore the abdomen, remove previously placed gore-tex mesh, and reconstruct abdomen with large ventro patch.¿ explant preoperative complaints: on (B)(6) 2012: ¿has multiple ventral incisional hernia defects surrounding his patch. Interested in having hernia repaired.¿ on (B)(6) 2012: CT abdomen/pelvis: ¿indication: rule out hernia.¿ ¿findings: a 4.5 cm defect in ventral hernia repair is visible to the left. A loop of colon extends through defect; does not appear obstructed. A 4.9 cm defect to the right at the same level contains non-obstructed small bowel. Defects are increased since previous study. Impression: right and left ventral hernias contain non-obstructed bowel.¿ on (B)(6) 2012: ¿examination of abdomen confirms healed incisions, obvious hernias left and right upper quadrants above previously placed patch. Small hernia at site of stoma closure. CT scan confirms presence of hernias; colon and small bowel within hernia sacs.¿ ¿impression: ventral incisional hernias. Plan: repair hernias using anterior approach. Previously placed gore-tex mesh will be removed. Hernia will be repaired using giant ventral mesh.¿ on (B)(6) 12: indications: ¿... A 33-year-old male, very well known to me. He has a history of a gunshot wound to the abdomen. This resulted in colectomy with diverting colostomy, left nephrectomy, and cholecystectomy. The patient ultimately underwent colostomy closure by myself. He went on to develop a ventral incisional hernia. This was repaired laparoscopically nearly 2 years ago. He represents now with enlarging bulges at the edge of his previously placed patch. On physical examination, he has evidence of a ventral incisional hernia. CT confirms hernias on each side of the abdomen at the edges of his patch.¿ explant procedure: ventral incisional hernia repair. [Implant: bard ventrio st hernia patch.] Explant date: (B)(6), 2012 [hospitalization dates (B)(6), 2012] wound classification: clean operative report: ¿the abdomen was entered through his previous midline incision. Upon entering the abdomen, the previously placed gore-tex mesh was encountered. The mesh was incised and opened. He had filmy adhesions to the mesh itself. There were denser adhesions at the edge of the mesh and all of these adhesions were taken down sharply. Further extensive adhesiolysis was then carried out such that ultimately all of the bowel and omentum was [sic] dissected off of the anterior abdominal wall extending to the gutters laterally. Attention was then turned to the patch. The patch along with its attendant tacks was then completely removed. Following removal of the patch, he was noted to have the 2 defects, 1 on the right side of the abdomen and the other on the left. The contents of these defects had previously been reduced. The sacs themselves were then excised. Each of the 2 defects was then closed primarily in a transverse fashion using running double-stranded pds suture. Satisfied with the extensive adhesiolysis and the primary repair of the defects, the abdomen was irrigated and hemostasis was assured. A piece of ventral mesh was then brought on the field. This mesh measured 27 x 21 cm. The mesh was oriented transversely across the abdomen. The mesh was then secured to the abdominal wall using greater than 60 absorbatacks. Satisfied with the placement of the mesh and the coverage of the defects, the wound was irrigated and hemostasis was assured. The midline fascia was then closed using 2 running double-stranded pds sutures. The wound was irrigated and hemostasis was assured. The skin was then closed using skin staples.¿ pathology for specimens removed during the 9/4/12 procedure was not provided. On (B)(6) 2012: discharge instructions: ¿do not lift anything more than 10 pounds for 3 weeks, or as directed.¿ relevant medical information: on (B)(6) 2012: ¿all wounds clean and healing nicely, no evidence of recurrence.¿ on (B)(6) 2012: ¿no complaints other than drainage from mid-portion of wound. Exam: one small area, in center of midline, which has eschar. Area was probed and no significant underlying fluid collection .¿ on (B)(6) 2012: ¿exam: all wounds are healed, no evidence of recurrence.¿ on (B)(6) 2012: ¿exam: no evidence of recurrence.¿ on (B)(6) 2016: emergency department: ¿sent from ambient care to have CT done. Fall 3 days ago; fell forward onto chest and abdomen.¿ ¿gastrointestinal: soft, nontender, protuberant, non-distended, large well-healed surgical scar, no palpable mass or hernia.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05903013 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6): [missing records: records prior to 09/22/2008 were not provided.] On (B)(6) 2008: (B)(6), md. Office notes. Referred by dr. (B)(6). This past on (B)(6), he sustained gunshot wound to left flank; resulted in a through-and-through injury to the kidney, with patient undergoing nephrectomy. Also had de-vascularized segment of left colon; left colectomy performed. Three small bowel injuries were also identified with resection of these. Initially, damage control procedure done, but returned to operating room with definitive management of all injuries and closure of abdomen. Currently doing well. Tolerating diet, normal stomal function. Presents for colostomy closure. Medical history: obesity, gastroesophageal reflux disease. Surgical history: colectomy, nephrectomy, cholecystectomy, repair of multiple bowel injuries. Exam: healed midline incision, stoma right side of abdomen. No tenderness, guarding, rebound or masses. Obese abdomen. Impression/plan: colostomy closure possible. Proceed. On (B)(6) 2008: (B)(6), md. History & physical. Social history: non-smoker, non-drinker. Abdomen: stoma pink and functioning. Impression: colostomy. Plan: closure. On (B)(6) 2008: (B)(6), md. Operative report. Preoperative diagnosis: colostomy. Postoperative diagnosis: colostomy. Procedure proposed: exploratory laparotomy, enterolysis and colostomy closure. Procedure performed: exploratory laparotomy, enterolysis and colostomy closure. Anesthesia: general. Specimens: colostomy and omentum. Indication for procedure: mark is a 29-year-old male who presents now having sustained a gun shot wound on (B)(6). The gun shot wound to his left flank. The patient was carried to the operating room and was found to have a bleeding left kidney and devascularlization of the left colon along with several small bowel holes. The patient underwent a damage control procedure including left nephrectomy, resection of the splenic flexure and resection of several segments of the small bowel. The patient was subsequently returned to the operating room for more definitive surgery. At that time he underwent a small bowel resection with primary anastomosis. He had a diverting transverse colostomy. Ultimately mark did well. He returns now for colostomy closure. The procedure will be performed today. Description of procedure: ¿following preoperative evaluation including the administration of a mechanical bowel preparation, mark was carried to the operating room. He was positioned on the operating table in the supine position and general endotracheal anesthesia administered. A foley catheter was inserted. He was then placed in the low lithotomy position. The abdomen and peroneum were then prepped and draped. Attention was then turned to the abdomen. A midline incision was made with the incision incorporating the scar tissue from his previous midline incision. All scar tissue was removed. The abdomen was then entered with the fascia penetrated. The patient was found to have several small ventral hernias along the length of his midline incision. With the midline entered, extensive omental adhesions were noted through the anterior abdominal wall. These omental adhesions were taken down sharply, beginning medially and spreading laterally. Dissection was carried around to the stoma with the omentum dissected off the anterior abdominal wall. With the adhesiolysis accomplished, an omni retractor was placed. The omentum was then dissected off of the small bowel, again using sharp dissection. Ultimately an extensive enterolysis was begun. The enterolysis was extended from the ligament of treitz to the terminal ileum. All small bowel loops were dissected free from one another with the extensive enterolysis lasting greater than 2.5 hours. The small bowel was cleared from the ligament of treitz to the terminal ileum. The right colon was then dissected away from the pelvic side wall with the lateral peritoneal attachments to the right colon taken down and the colon retracted into the midline. Further mobilization of the right colon was then carried out to the level of the liver. Attention was then turned to the left colon. The patient¿s colon was previously divided at the junction between the descending colon and the sigmoid colon. The majority of the sigmoid colon remains. The lateral peritoneal attachments to the sigmoid colon were taken down. The sigmoid colon was then brought to the midline. Satisfied with the preparation of the bowel, attention was then turned to the stoma itself. An elliptical incision was made. The stoma was dissected away from the fascia. Of note, the patient did have a parastomal hernia with small bowel within the hernia defect. Ultimately the stoma was delivered back into the abdomen. A point was selected, approximately 1 inch proximal to the stoma and the colon was divided at that level using a gia stapler. The omentum to the proximal transverse colon was then dissected off of the transverse colon to the level of the mid transverse colon. Finally the hepatic flexure was fully mobilized bringing the entire colonic segment to the midline. Now satisfied with the preparation of the transverse colon and preserving the middle colic vessels, attention was turned to anastomosis. The distal transverse colon was then anastomosed to the sigmoid colon using a staple technique. The anastomosis was performed with the staples applied in the side to side fashion resulting in a functional end to end anastomosis. This anastomosis was performed using a gia stapler followed by a ta 60 stapler. The small bowel was then brought to the right side of the abdomen. The mesenteric defect created by the anastomosis was then closed using running pds suture. Satisfied with the procedure, the abdomen was irrigated. Attention was then turned to the stoma site. The posterior rectus fascia was closed using a running #1 pds suture. The pelvis was then covered with seprafilm. Additional seprafilm was then used to cover the small bowel. The omentum was returned to its normal anatomic location and the omentum covered with seprafilm. Attention was then turned to the midline fascia. The midline fascia was closed using 2 running double stranded pds sutures. The wound was irrigated. The skin was closed using skin staples. Finally attention was turned to the stoma site. The deep subcutaneous tissues were then closed using a running 2-0 vicryl suture. The wound was left opened and packed. Sterile dressings were then applied. Mark tolerated the procedure, he was extubated in the operating room and transferred to recovery in stable condition.¿ on (B)(6) 2008: (B)(6), md. Pathology report. Accession number: ns-08-0003735. Specimens: a. Colostomy stoma. B. Omentum. Final diagnosis(es): a. Colostomy stoma: skin, subcutis, and portion of colon consistent with colostomy site. B. Omentum: omentum with focal nodule of old fat necrosis. Clinical history: colostomy. Gross description: a. Received in formalin labeled clemons, mark a ¿colostomy stoma¿ is a rubbery yellow lobular focally congested portion of adipose tissue, skin and portion of bowel and is 6.0 x 4.5 x 3.0 cm in greatest dimension. The stoma opening is surrounded by a ring of tan gray tissue that is 3 cm in diameter. Sectioning reveals the bowel to extend approximately 2.5 cm and is stapled closed at the opposite end and is sutured closed at the opening at the skin. No specific lesion is grossly identified. Average wall thickness is 1.0 cm. Representative sections are submitted in two cassettes. B. Received in formalin labeled clemons, mark a ¿omentum¿ is a yellow lobular focally congested focally hemorrhagic portion of omental tissue with a few adhesions and is 24.5 x 11.5 x 2.5 cm in greatest dimension. Sectioning reveals a single firm yellow gray focally necrotic nodule 2.8 cm in greatest dimension. No other specific lesion or nodule is grossly identified. The remainder of the tissue is adipose tissue with congestion and hemorrhage. Representative sections are submitted as follows: 1-2, nodule; 3, random. Representative sections submitted in three cassettes. On (B)(6) 2008: (B)(6), md. Discharge summary. Underwent exploratory laparotomy, enterolysis and colostomy closure. Tolerated procedure well. Postoperative course unremarkable. Had resumption of bowel function, was advanced through a liquid diet to regular, which he was tolerating at discharge. Switched to oral analgesia which he tolerated. Discharged home, follow up in office. On (B)(6) 2008: (B)(6), md. Office notes. Colostomy closure on (B)(6) 2008. Has tolerated well; noted small amount of drainage from lower aspect of wound. Tolerating diet, resumption of bowel function. Midline wound does have small area of redness at inferior portion. This portion of wound was opened with only small amount of fluid noted; wound packed with dry 4 x 4. Stomal site healing nicely. Plan: continue local wound care with dry to dry dressings. On (B)(6) 2008: (B)(6), md. Office notes. Over two weeks out from colostomy closure. Tolerating diet. Intermittently, does note loose stools. Wounds clean, healing nicely, staples removed. Plan: doing well. Increase activity as tolerated. On (B)(6) 2008: (B)(6), md. Office notes. Continues to improve; tolerating diet, normal bowel function. Plan: continue to increase activity as tolerated. On (B)(6) 2008: (B)(6), md. Office notes. Doing very well. All wounds clean, healing well. Stoma site now nearly completely epithelialized. Plan: continue local wound care, resume full unrestricted activity. See as needed. On (B)(6) 2008: (B)(6), md. Office notes. He is concerned about wound. Wounds are well healed. Plan: doing well. See as needed. On (B)(6) 2009: (B)(6), md. Office notes. History of gunshot wound to left flank. Managed in salisbury, undergoing left nephrectomy, colectomy with colostomy, small bowel resection with primary anastomosis. Has undergone colostomy closure, tolerated well. Tolerating diet, normal bowel function. Recently noted the onset of a bulge in midline wound, increasing in size. Does cause some discomfort. Denies nausea, vomiting, change in bowel habit, etc. Abdomen: healed midline incision. Does have evidence of a ventral incisional hernia, contents reducible. No tenderness, guarding, rebound or masses. Impression/plan: discussed laparoscopic approach to this hernia and risks of procedure. Proceed with surgery in near future. On (B)(6) 2009: (B)(6), md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Procedure proposed: laparoscopic repair of ventral incisional hernia. Procedure performed: laparoscopic repair of ventral incisional hernia. Anesthesia: general. Pathology specimens: none. Indication for procedure: mark is a 29-year-old male, well known to me, who has undergone multiple abdominal procedures in the past. The most recent procedure was a colostomy closure performed by myself. (B)(6) has recently developed the onset of multiple hernias along his midline incision. The hernias are rapidly increasing in size. There are no obstructive symptoms of nausea, vomiting, or changes in bowel habits. We will now carry (B)(6) to the operating rom for repair of the hernias. Description of procedure: ¿following preoperative evaluation including the administration of fluids and antibiotics,(B)(6) was carried to the operating room. He was positioned on the operating room table in the supine position. General endotracheal anesthesia was administered. An orogastric tube was placed. A foley catheter was then inserted, and then the abdomen prepped and draped. Attention was first turned to the right upper quadrant. A transverse skin incision was made laterally. The skin and subcutaneous tissues were penetrated using sharp dissection with hemostasis obtained with electrocautery. Dissection was then carried down to the external oblique fascia. The fascia was incised and opened. The external oblique, internal oblique, and transversalis muscles were penetrated with the peritoneum identified, incised, and opened. The balloon-tipped hasson trocar was then introduced into the abdomen. A pneumoperitoneum was established under acceptable intraabdominal pressures. A forward-viewing, 0-degree, 5-mm laparoscope was then advanced into the abdomen. An area on the right side of the abdomen in the right lower quadrant was selected and a second 5-mm trocar was placed under direct vision. The patient was found to have extensive omental adhesions to the anterior abdominal wall. Adhesiolysis was begun. Adhesiolysis was started in the right lower quadrant. An additional 5-mm trocar was placed on the right side of the abdomen under direct vision. Dissection was then carried across the abdomen with adhesions taken down. Ultimately, 3 additional 5-mm trocars were placed on the left side of the abdomen. The adhesiolysis was completed. The adhesiolysis was extensive and took nearly 2 hours. Following adhesiolysis, attention was returned to the repair. A 20 x 30-cm patch was then prepared with corner sutures placed. Additional sutures were placed on the midportion of each side of the patch. The patch was then introduced into the abdomen. The patch was secured to the anterior abdominal wall with the preplaced sutures secured using the needle. With the entire patch secured to the abdominal wall, the perimeter of the patch was then secured to the abdominal wall with us surgical tacks. A total of 100 tacks was used. Additional sutures were then placed on each side of the patch. Ultimately, the patch was secured to the abdomen using a total of 12 sutures 100 tacks. Satisfied with the repair, attention was turned to the omentum. Hemostasis was ensured. The bowel was also inspected and there was no evidence of bowel injury. Attention was then turned to the hasson trocar site. The hasson trocar site was partially closed using the hernia needle and 3-0 ethibond sutures. The hasson trocar was then removed and the fascial sutures were applied. The pneumoperitoneum was then evacuated. All wounds were irrigated. The skin defects were ultimately closed using interrupted 5-0 monocryl suture. Sterile dressings were applied. (B)(6) tolerated this procedure. He was successfully extubated in the operating room and transferred to recovery in stable condition.¿ on (B)(6) 09: (B)(6), md. Discharge summary. Underwent diagnostic laparoscopy, extensive adhesiolysis and repair of ventral incisional hernia. The hernia involved essentially his entire midline incision from multiple prior surgeries. Immediate postoperative course remarkable for pain, which required intravenous analgesia; ultimately oral analgesia controlled his pain. Had gradual resumption of bowel function, tolerating diet. Discharged home, follow up in office. On (B)(6) 2009: (B)(6), md. Office notes. Returns following laparoscopic repair of ventral incisional hernia. Progressing nicely. Tolerating diet, normal bowel function. Wounds clean, healing nicely. Staples removed; steri-strips applied to wound. Plan: slowly increase activity as tolerated. See in 3 weeks. On (B)(6) 2009: (B)(6), md. Office notes. Has tolerated procedure well without post-operative sequela. Tolerating diet, normal bowel function, has resumed regular activity. All wounds well healed, no evidence of recurrence. Plan: doing well; increase activity as tolerated. See in three months for final check. On (B)(6) 2009: (B)(6), md. Office notes. No evidence of recurrence. Plan: doing well; release to full unrestricted activity, see back as needed. On (B)(6) 2010: (B)(6), md. Office notes. Concerned he may have a recurrent hernia. Noted bulging in left upper quadrant; denies pain, etc. No obstructive symptoms. Healed midline incision, healed incision right side. Palpation confirms fascial defects; however, I believe that the defects are still covered by the patch. Impression/plan: CT scan of abdomen, see back following that. On (B)(6) 2010: (B)(6), md. Radiology: CT abdomen. Indication: bulge in anterior abdominal wall, post hernia repair. Evidence of prior mesh repair of anterior abdominal wall. Focal defect in ventral anterior abdominal wall to left of midline at edge of surgical repair. Impression: hernia in left paramedian region in anterior abdominal wall with intermittent herniation of bowel, predominately colon. No incarceration seen; no evidence of obstructive bowel changes appreciated. On (B)(6) 2010: (B)(6), md. Office notes. Recently noted bulge above patch. Does appear to have a recurrent hernia in upper aspect of abdomen on left side. A recent CT scan confirms the presence of this hernia. Impression/plan: we can proceed to attempt repair of hernia using laparoscopic approach. Wishes to defer surgery; would like to try to begin a new job. Impression/plan: can continue to follow. Should he develop obstructive symptoms, would be happy to see him. At that time, would proceed with surgery. On (B)(6) 2010: (B)(6), md. Office notes. Re-presents noting bulge in epigastrium, above previously placed patch. States bulge not increasing in size, does not cause discomfort. Examination of abdomen demonstrates healed midline incision. Does have a ventral incisional hernia in upper abdomen. Impression/plan: he does not want to proceed with surgical repair. See back in 6 months for check. On (B)(6) 2011: (B)(6), md. Office notes. Over the past months, has again noted a bulge on left side of abdomen. Has increased slightly in size, but has been asymptomatic. Exam of abdomen confirms healed midline incision, healed stoma incision. Does have evidence of recurrent hernia in left upper quadrant. Area non-tender, no guarding, rebound or masses. Impression/plan: recurrent hernia. Otherwise, doing well; does not wish to proceed with any additional therapy at this time. I agree. Follow, see back on as needed basis. On (B)(6) 2012: (B)(6), md. Office notes. Well known to me. History dates back to 2008 when he sustained gunshot wound to the abdomen. Underwent exploratory laparotomy with cholecystectomy, left nephrectomy and left colectomy with colostomy. On (B)(6) 2008, returned for colostomy closure. Went on to develop a ventral incisional hernia, repaired laparoscopically in 2009. Returns noting multiple bulges around previously placed patch. States increasing in size. Asymptomatic, denying pain or obstructive symptoms of nausea, vomiting, change in bowel habits, etc. Abdomen: healed incisions. Multiple hernia defects along upper edge of previously placed patch, in left and right upper quadrants. Impression/plan: repair of these hernias would be complex. If we were to proceed with repair, would re-explore the abdomen, remove previously placed gore-tex mesh, and reconstruct abdomen with large ventro patch. Wishes to consider his options. Will contact me should he desire to proceed with surgery. On (B)(6) 2012: (B)(6), md. Office notes. Again, he notes multiple bulges over the anterior abdominal wall, consistent with recurrent hernia. Denies obstructive symptoms. Has multiple ventral incisional hernia defects surrounding his patch. Interested in having hernia repaired. Plan: CT scan. (B)(6): [missing records: records for the CT scan confirming hernias with colon and small bowel within hernia sacs were not provided.] On (B)(6) 2012: (B)(6), md. History & physical. Enlarging bulges in left and right upper quadrants of abdomen around previously placed patch. Noted occasional discomfort, denies obstructive symptoms. Examination of abdomen confirms healed incisions, obvious hernias left and right upper quadrants above previously placed patch. Small hernia at site of stoma closure. CT scan confirms presence of hernias; colon and small bowel within hernia sacs. Abdomen: obese. Obvious ventral hernias; contents reducible. Impression: ventral incisional hernias. Plan: repair hernias using anterior approach. Previously placed gore-tex mesh will be removed. Hernia will be repaired using giant ventral mesh. On (B)(6) 2012: (B)(6), md. Discharge summary. Underwent exploration of abdomen with removal of previously placed mesh, repair of ventral incisional hernia using ventral mesh. Tolerated procedure well. Initially had significant pain managed with intravenous analgesia; switched to oral, which he tolerated. Resumption of bowel function. Discharged home with follow up in office. On (B)(6) 2012: (B)(6), md. Office notes. Check following ventral incisional hernia repair. Has tolerated procedure well without post-operative sequela, doing well. Exam: all wounds clean and healing nicely, no evidence of recurrence. Plan: increase activity as tolerated with exception of heavy lifting. See again in two weeks to assess whether staples can be removed. On (B)(6) 2012: (B)(6), md. Office notes. 3 weeks status post ventral incisional hernia repair. No complaints other than drainage from mid-portion of wound. Exam: abdomen soft, benign. Long midline incision intact, staples ready to come out. One small area, in center of midline, which has eschar. Area was probed and no significant underlying fluid collection. Midline staples removed; incision steri-stripped. Plan: follow up next week. On (B)(6) 2012: (B)(6), md. Office notes. Doing very well. Exam: all wounds are healed, no evidence of recurrence. Plan: increase activity as tolerated. See back at end of month; will release to go back to work. On (B)(6) 2012: (B)(6), md. Office notes. Final check, having recently undergone exploratory laparotomy with removal of gore-tex mesh followed by repair of multiple ventral incisional hernias using ventriomesh. Exam: no evidence of recurrence. Plan: return to work, resume full unrestricted activity. See on as needed basis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: revision, adhesions. Additional event specific information was not provided.